Event description:
Caller reported issue with pump display time not matching actual time by more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in updating the pump¿s time. Reportedly, customer reverted to manual injections for insulin therapy.